Event description:
It was reported the patient experienced multiples falls resulting in ineffective therapy. Diagnostic imaging confirmed lead migration. In turn, surgical intervention occurred wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6). Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.